Event description:
It was reported by the customer that the bd pyxis¿ medbank medication was missing on the patient profile and was unable to issue oxycodone 5mg tablet . The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication could not be issued, as it was not on the patient profile. A technical support specialist (tss) logged into medbank myqlink and found that the medication order had not been set to start yet. The tss advised customer that, would give a few hours and check back. After few minutes, the tss confirmed the medication was issued. The system functioned as intended after the technical support specialist troubleshot the device.